Event description:
It was reported to boston scientific corporation that extractor pro rx retrieval balloons were used on a patient during a bile duct stone removal procedure. According to the complainant, on (B)(6) 2015, a foreign object from a previous procedure was removed together with the stone from the patient during an endoscopic bile duct stone removal procedure. It was reported that the foreign object was the distal tip of the extractor balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was reported that the procedure date of the event was either (B)(6) 2013 or (B)(6) 2013, where the patient had previous bile duct stone removal procedures. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned foreign object revealed that it was a latex balloon with an intact bond. It could not be determined if the bond was a proximal or a distal bond as the balloon was received in a deformed state. Functional analysis could not be performed due to the condition of the device. The noted damage suggests that one bond remained intact on the catheter while the other bond detached from the catheter together with the balloon. This failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that extractor pro rx retrieval balloons were used on a patient during a bile duct stone removal procedure. According to the complainant, on (B)(6) 2015, a foreign object from a previous procedure was removed together with the stone from the patient during an endoscopic bile duct stone removal procedure. It was reported that the foreign object was the distal tip of the extractor balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.